Manufacturer narrative:
A philips service engineer (rse) performed troubleshooting with the customer and found that the sound output was set to display. This issue was a configuration set up by the customer. The rse reset the external speaker as the default sound output device, and rebooted the pc to resolve the issue. Results of functional testing indicate no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a customer configuration error. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix, indicating "unable to hear audible alarms. The device was in clinical use at the time of the event. No adverse event occurred.